Event description:
Boston scientific corporation became aware of an event in which premature detachment of the subject device occurred. The technician felt friction while introducing the subject device and the physician thought there was too much friction upon deployment. The physician tried to retrieve 1/2 of the deployment unit, felt a pop, and the subject device prematurely detached. The subject device was successfully retrieved with the aid of a snare device.